Manufacturer narrative:
D10 - concomitant products: sigphandle, sig power sigphandle handle (s# unknown); sigadaptxl, sig power sigadaptxl linear xl adapter, (s# unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic sleeve procedure, the device was being applied to the resection of the stomach sleeve when an excessive tissue error occurred in thin tissue during stapler firing. The stapler then retracted backwards without the surgeon pushing the toggle to retract. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was partially fired with the interlock engaged. The clamping mechanism was deformed. The reinforcement material was torn on the cartridge/anvil side of the jaws. Functional testing found that the reload communication with the handle was verified and indicated that the reload had reached maximum force limit, displaying excessive force. It was reported that there was excessive load detected during use and the instrument did not work. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: to allow for the reinforcement material total thickness of 0.3 mm on a reload, the tissue thickness ranges are as follow. For the purple reload: do not use on tissue that does not easily compress to 1.2 mm-1.95 mm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.